Event description:
The consumer alleged skin breakdown on the buttocks area of her son. The consumer alleged the bed does not have a scale and there are no error codes on the bed. Leaving the shipping blocks in place could cause an undesirable pressure in the mattress bladders. The software uses algorithms based on the scale values to determine what pressures the mattress is set at. Since it is possible to offload weight (side loading) with the shipping blocks in place, the algorithms may get a different scale value and calculate a different pressure. The implications for the performance of mattress can vary significantly based on the amount of offloading. The shipping blocks that may interfere with the scale function are the two that separate the intermediate frame from the weigh frame, not the two in the base channel. In this case, the shipping blocks had been present for about 2 years (since delivery) and no complaints were identified with the performance of the mattress. In addition, the mattress' air system was working properly and only the top low air loss section was not engaging. This is an optional top layer that allows for flow of air and, while deflated, the layer consists of a foam surface that rests on top of the mattress.

Manufacturer narrative:
The technician investigated and stated the bed does not have a scale and there were not any error codes on the bed. The consumer stated that the mattress does not appear to be functioning properly. The technician found the scale blocks were still installed on the bed. The technician removed the scale blocks. The bed does not have a scale display but does have load beams for air system purposes. The caregiver stated that the patient who is her son, had an abscess removed on the buttock area in (B)(6) 2013, and then developed skin breakdown in the area after the removal of the abscess. The caregiver purchased a versacare bed in (B)(6) 2011 and the patient has been on that bed since that time. The caregiver stated the skin breakdown is a 2x2 inch area and there is a 2 inch hole. The relevant clinical history of this patient includes the removal of an abscess in the buttock area in (B)(6) 2013 which correlates with the area where, and time period when, the patient developed the pressure ulcer. The description of the injury is compatible with a stage 3 pressure ulcer.